Event description:
Additional information: a whole new catheter was placed via a laminectomy on 2013 (B)(6). The explanted catheter was not saved, and would not be returned. The procedure went well and the patient was receiving great therapy.

Event description:
It was reported that the patient had experienced increased spasticity. A dye study, rotor/roller study and unspecified x-rays were performed (dates not reported). There was a migration/dislodgement of the catheter tip. On (B)(6) 2013 the patient¿s healthcare provider (hcp) attempted to implant a new spinal segment. During revision, the catheter was barely in the spine. They were able to get csf (cerebrospinal fluid) return. A new pump segment was anchored in and attached to the remaining spinal segment. The spinal segment then came out of the intrathecal space and they could not get it back in. Surgeon used a drill and performed a laminectomy, tried a rod and mallet as well and he could not get back into the intrathecal space. The procedure was stopped. The hcp could not re-access the intrathecal space as the patient¿s anatomy prevented csf access. As such, the device was not implanted. The pump and catheter (pump segment of the existing catheter) were left in place. The spinal segment was removed. The patient is going to have another revision attempt next week at a different facility with a different surgeon. At the time of the report the patient status was listed as alive-no injury. Drug in the pump was baclofen.

Manufacturer narrative:
Concomitant: product ID 8703w, lot# l47432, implanted: (B)(6) 1998, explanted: (B)(6) 2013, product type catheter; product ID 8598a, serial# (B)(4), product type catheter. (B)(4).